Event description:
It was reported that/ hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen. The patient stated a ¿no readings, wait up to 3-hours¿ message displayed on her cgm during the night. As she did not have her glucometer at her bedside, a bg was not performed, and she wanted to wait until the cgm displayed a value before self-treating. The following morning, the patient felt unwell, confused, and vomited. When her cgm came back on, it displayed high. The patient called emergency medical services (ems) and was transported to the hospital where she was admitted to the intensive care unit (ICU) with a bg over 500 mg/dl and diagnosed in diabetic ketoacidosis (dka). The patient was treated with insulin, and a CT (computed tomography) scan, chest x-ray, and hourly finger stick bg tests were performed during the patient¿s hospitalization. The patient was released four days later; she was in the ICU for 3 days, and the medical floor for 1 day. At the time of the report, the patient was doing fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.